Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. On an unspecified date, it was reported that the vial was filled with an unspecified pain medication and was loaded into an unspecified patient controlled analgesia (pca) pump. No specific pump programming was provided. After an unspecified length of time, the customer contact reported that solution leaked from an unspecified location of the injector in the vial. The vial was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.